Event description:
End user alleges while sitting in the motorized wheelchair, without having the seat belt on, she lost consciousness due to low blood sugar and fell out of the seat. Allegedly, as a result of the event, she fractured her right femur and required hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported occupying the motorized wheelchair without the use of a seat belt and falling out of the unit due to loosing consciousness related to low blood sugar. The owner's manual warns, 'always use the seat belt".